Event description:
Customer rec'd an erroneous hcg result for one pt sample. The initial result was generated from an aliquot from an mpa system. The aliquot result was 1.0 mu per l. The result was reported but not acted upon as the clinician questioned the result. The sample was repeated twice the next day, first using the same aliquot, which gave a result of 760 mu per l and then from the primary tube. Testing of the primary tube was performed on an e170, and the result was 762 mu per l. The field service engineer replaced the pipettor probe, checked and adjusted the b-line sampling position, checked the voltage on the sr probe lld, checked and adjusted the sr rack sampling position and sr probe x cb position. To verify analyzer performance controls were run and all okay. Customer has initiated a "delta check" for comparison of current results on a pt to previous results.

Event description:
Customer received an erroneous hcg result for one patient sample. The initial result was generated from an aliquot from an mpa system. The aliquot result was 1.0 mu per l. The result was reported but not acted upon as the clinician questioned the result. The sample was acted upon as the clinician questioned the result. The sample was repeated twice the next day, first using the same aliquot, which gave a result of 760 mu per l and then from the primary tube. Testing of the primary tube was performed on an e170, and the result was 762 mu per l. The field service engineer replaced the pipettor probe, checked and adjusted the b-line sampling position, checked the voltage on the sr rack sampling position and sr probe lld, checked and adjusted the sr rack sampling position and sr probe x cb position. To verify analyzer performance controls were run and all okay. Customer has initiated a "delta check" for comparison of current results on a patient to previous results.

Manufacturer narrative:
Additional information was received whicih provded corrected hcg results reported for patient sample in initial medwatch. The initial aliquot gave 0.784 miu/ml which was reported out as 1 miu/ml. The sample was repeated twice the next day, first from the primary tube which gave 705.2 miu/ml and then 727.5 miu/ml from a second aliquot of the primary tube. The primary tube was additionally tested on an e170 and the result was 685.4 miu/ml. The initial result was reported out but not acted upon as the clinican questioned the result as not matching the previous profile result. Investigation confirmed the fasely low hcg result was caused by misalignment of the sample probe. The sample probe was replaced.